Event description:
It was reported that post implant a realize adjustable band, the port was removed due to an infection on (B)(6), 2010. The patient was treated with antibiotics and a new port was palced on (B)(6) 2011. The had five fills prior to the infection. The approximate volume was 8.4ccs. The patient is good now.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4) - the injection port with locking connector and 10 cm of catheter were returned for evaluation. The complaint cannot be confirmed, evaluation of the device cannot confirm events that are physiological in nature. A review of the product's instruction for use (IFU) was performed with respect to infection. Infection is a recognized adverse event associated with gastric banding. Potential causes of infection include lack of aseptic technique during implant or during subsequent adjustments of the device. A review of the manufacturing process indicates that all products are inspected prior to distribution and sterilized with irradiation. Sterility is guaranteed unless package is opened or damaged. A manufacturing issue unlikely contributed to the event. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.